Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, requiring unusually high insulin usage and daily cartridge changes, with glucose readings exceeding 400 mg/dl; the user wears teflon infusion sets and reported no site irritation or bent cannula, and no device alerts other than high glucose and insulin-out notifications. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.